Event description:
It was reported that the user experienced hyperglycemia when supply access issues interrupted normal use of ilet consumables, with insurance directing fulfillment through a pharmacy and approval pending; connectors and infusion sets were shipped overnight and troubleshooting and education were completed. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included sustained out-of-range blood glucose for approximately four days with a reported peak of 240 mg/dl, which the user corrected with manual injections. Investigation included user interview and case review focused on supply logistics and device use. Investigation of this case revealed no device alerts or alarms and no device malfunction, with the event attributed to supply disruption rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with hyperglycemia associated with interrupted therapy logistics rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.